Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bilobectomy video assisted thoracoscopic surgery, while the device was being applied on the lung tissue/vessel, all the staplers were able to fire and did not have any issue with loading but the patient had significant bleeding and the incision extended more than 1 inch. To complete the case, perforations were sutured and clipped and hemostatic agents were applied. Blood transfusion is possible. The laparoscopic procedure was converted to an open procedure. The surgeon did not complain about the stapler during the case.